Manufacturer narrative:
The parent record (philips reference (B)(4) was determined to be a duplicate of (B)(4)(salesforce (B)(4)), as the serial number, institution, initiate date and reported issue are the same. Please reference (B)(4) as it contains the most current information available. Closing duplicate case.

Event description:
It was reported to philips that the efficia dfm100 defibrillator has a faulty power switch. According to the customer, when the joule value is wanted to be changed with the power switch, it shows a different value instead of the set value. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the power switch displayed incorrect values. The customer reported that attempting to change the joule value via the power switch resulted in an incorrect display of the value. A philips fse visited the customer's site, replaced the defective power switch with a new power switch, and the issue was resolved. The device was returned to service and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was caused by a defective power switch. Further root cause was not determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A philips fse visited the customer's site, replaced the defective power switch, and the issue was resolved. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.